Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was last online in the logmein application. A technical support specialist (tss) walked the customer through turning the aio (all in one) on using the power button. The customer reported that the aio turned on and then immediately turned back off. The customer also informed the tss that both the aio and the cabinet were connected to a cyberpower ups that was powered on. The tss guided the customer to bypass the cyberpower ups and connect the cabinet and the aio directly to the wall outlet where the ups had been plugged in. The customer confirmed that the aio powered on successfully. The tss checked the populate buttons screen and found no failed drawers. The customer confirmed that user was able to log into the cubex application. The tss advised the customer to contact the facility maintenance team to inspect the ups and replace it as soon as possible. The customer authorized closing the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was down and the user was unable to log in. The screen remained black and would not power on. There were no medications requiring immediate dispensing at the time of the issue. However, there were no delays or adverse events or injuries reported based on this event.